Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.

Event description:
Patient reported for right side "I have problems and device needs to be replaced." Healthcare professional later reported right side "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
It has been identified that this record, mrn 9617229-2024-20790, is a duplicate of mrn 9617229-2024-20790. Please see mrn 9617229-2024-20790 for reportable events.